Event description:
Customer's mother reported via phone call that the insulin pump alarmed compromised force sensor system during prime and insulin was squirting out of the tubing. The customer had been experiencing high blood glucose in the 300 mg/dl range for a week. The insulin pump was not bumped or dropped. The drive support cap is normal. Blood glucose value is unknown. It was advised to discontinue the use of the device and revert to a back a plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.